Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and on (B)(6) 2010 and mesh was implanted to treat stress urinary incontinence. It was reported that she experienced pain, infections, dyspareunia, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent bso, enterolysis, removal of peritoneal mass , excision of old sling and vaginal mass. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.